Event description:
3/3/2000 - additional info received from dr: this particular pt had a phaco cataract extraction, left eye 1999. The pt subsequently developed what the surgeon describes as a moderate to severe acute iridocyclltis 12/16/1999; no secondary surgery was necessary. At pt's last visit 1/27/2000 the visual acuity was at 20/20 and given a good prognosis.

Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, co. Has not received the particular details relating to this specific control number.